Manufacturer narrative:
(B)(4). Investigation results: one lighttrail single use 600um laser fiber was returned intact in one piece. The piece measured approximately 309.6 cm from the top of the connector to the tip. Exposed glass portion of the tip measured approximately 3 mm and was fractured. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the tip was not returned. Functional analysis revealed that when the fiber was connected to the auriga laser console, the "attach fiber" message disappeared indicating that the fiber was recognized by the console. The console stated "applicator has been used three times." The aiming beam exiting the distal tip is bright, clear, and slightly distorted due to the condition of the tip. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on september 5, 2019 that a lighttrail single use 600um laser fiber was used in a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber would not fit in the fiber port. The procedure was completed with another lighttrail single use 600um laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.